Event description:
The plaintiff's attorney alleged that the pt expired at the hosp as a result of the product administered for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.